Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), a consumer, and a manufacturer's representative regarding a patient who was receiving lioresal 500 mcg/ml via an implantable pump. It was indicated the dose was 175.04 mcg/day and also noted it was 250 mcg/day. It was unclear what the dose was. Indication for use was intractable spasticity and multiple sclerosis. The date of the event was (B)(6) 2016. It was reported the patient experienced a gradual change in therapy/symptoms. The patient did not have much effect from the intrathecal baclofen therapy since implant despite dosing increases. The hcp planned to give the patient a therapeutic bolus and see how the patient responds and then do a refill and bridge bolus. The patient had a refill (B)(6) 2016 and the hcp changed the drug concentration from 500mcg/ml to 2000mcg/ml with a daily dose of 250 mcg/day. The pump logs were checked and no alarm logs were present. Per the hcp the cause of the lack of therapy was refills and dosage increased. The patient has had an increase in baclofen dosage 119.95 mcg to 210.05 mcg/day. On 2017-feb-21, it was reported that the patient had not seen a change in spasticity since the pump was placed. A dye study was done, but it was inconclusive and the hcp thought that there might have been a migration of the catheter tip. The patient¿s care giver did not want to do anything with the pump and requested that the pump be stopped. The patient¿s care giver indicated that the patient was not doing well mentally and did not want the patient to undergo another surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.